Event description:
It was reported that, during treatment, patient had pico 7 device placed on (B)(6) 2021 after surgery. Stated that device was working until patient took a shower ((B)(6) 2021) and noticed the film of the dressing came up a little bit so patient replaced the dressing and put a new one on. Stated that on (B)(6) 2021 all of the lights were illuminated on the pico device. Patient changed the batteries and hit the orange button to restart, but all the lights still illuminated. It is unknown how the treatment finished. No delay was reported. No other complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.